Manufacturer narrative:
Analysis found a cable, hardware, connection failure or connected device not on. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that when the user started the fusion compact, the emitter did not show connected in the emitter details. The axiem box di not show connected either. User confirmed that the emitter was chirping and the axiem box displayed a 7. However, in the software it showed axiem box not communicating. User checked the em interface and found no faults. User was unable to check the power portion of the em interface. Navigation was aborted. This occurred intra/peri-operatively with no delay to surgical time. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the issue with the axiom box was discovered before the patient was present.